Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the catheter tip broke. The procedure was completed with another hurricane rx dilatation balloon. Additional clarification regarding the catheter break was not provided and is being reported as it may have been broken into two or more pieces. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual and dimensional evaluation noted no damages. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter break was unable to be confirmed. The catheter tip was inspected and measured to verify that it was within specification. No failures were found on it. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the catheter tip broke. The procedure was completed with another hurricane rx dilatation balloon. Additional clarification regarding the catheter break was not provided and is being reported as it may have been broken into two or more pieces. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.